Event description:
We use the microtek c-flow bag decanter with a bag of heparin and it was noticed that it had a "blue colored particulate" in multiple bags with a blue stopper and a "white/translucent particulate" in bags that has a translucent stopper. Reference report: mw5117755.